Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was given a sugary drink and until the paramedics arrived on (B)(6) 2016 her blood glucose level was 23 mg/dl. She had a 45 minute seizure. The customer was treated at home. Her blood glucose level was 23 mg/dl after given IV. The customer was off the insulin pump less than 48 hours prior to paramedics arriving. The customer had surgery and was not eating very much anymore. The device was not returned.